Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Last week we had an t2-pelvis scoliosis procedure with expedium 5.5. When it came time to final tighten, the first couple of caps final tightened properly and with ease. Then there were a few screws with tricky angles at the beginning and end of the construct that the final tightener shaft started slipping from the set screws. We had the surgeon take a look at the tip and it was noticed that it was pretty malformed and the notches on the tip were mushed down, cause the driver to slip. We took out the replacement final tightener shaft and completed the procedure successfully properly locking down all the caps. The procedure was completed successfully without patient harm.

Manufacturer narrative:
(B)(4). The moss (B)(6) single innie final tightener (product code: 2797-12-600, lot number: g1009) was returned to the customer quality unit (cqu) on (B)(6) 2016. The tip of the tightener showed signs of stripping to the distal end of the hexlobes on the tip of the instrument. The stripping extends from the distal tip and can reach up to halfway down the length of the hexlobes. The stripping across all hexlobes is also consistent with the direction of rotation of the tightener during use. This damage could potentially occur if the instrument is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the hexlobes in the process. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. The torque would be applied to a limited surface area, damaging the hexlobes in the process. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.